Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during a retrospective cohort study. Adult patients having an expected need for a vascular access of more than 7 days and receiving either a polyurethane long peripheral catheter (lpc) (powerglide pro) or midline catheter (mc) (powermidline) were included. The catheter uncomplicated indwelling time within 30 days was considered in survival analysis. In a sample of (B)(4) patients, the relative incidences of catheter failure were 5.13 and (B)(4) cases for (B)(4) catheter days for lpcs and mcs, respectively. In univariate cox regression, mcs were associated to a statistically significant lower risk of catheter failure (hr 0.330; p = 0.048). After adjusting for other relevant conditions, a catheter-to-vein ratio >45% at the catheter tip location not the catheter itself was an independent predictor of a catheter failure (hr 6.762; p = 0.023). The occurrence of asymptomatic catheter-related thrombus (crt) which did not prevent the catheter from the expected functioning were not considered as a poor outcome, as they did not lead to a premature catheter removal. The exact number of occurrences was not provided by the complainant.